Event description:
It was reported that inappropriate auto mode switch episodes due to intermittent far r-wave oversensing were noted. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.